Manufacturer narrative:
Upon investigation of the actual device involved in this incident, it was determined that the biometric scanner had failed. A field service engineer replaced the biometric scanner to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported that when using the pyxis medstation es system, the biometric scanner had failed , and reboot fixes were intermittent. The customer reported that this malfunction occurred when a user was trying to issue medication to a patient. The customer stated that there was a delay in obtaining the necessary medications for a patient. There were no adverse events or injuries reported based on this incident.